Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms while loading multiple cartridges. Blood glucose was 102 mg/dl. The customer did not have a back up insulin therapy at the time of the report. The customer declined tandem technical support's offer to follow up to confirm the type of back up therapy that was obtained.